Manufacturer narrative:
The device history record was reviewed, and there were no issues related to the manufacture of the device. Additionally, the device met all specifications. A follow-up report will be filed upon completion of the device evaluation.

Event description:
After placement of the implant, the surgeon felt a snap from the instrument. The instrument was removed from the surgical field and determined to have had its threaded tip broken off in the implant's mating feature. After x-raying, it was determined that all pieces had been removed from the patient.

Manufacturer narrative:
The device history record for the subject device was reviewed. The subject device was conforming to all print and quality specifications upon initial release. Follow-up: the subject device and all components were confirmed to be removed from the surgical field. The surgery was completed successfully. Technical review of the returned device confirmed the malfunction. While it is unknown exactly why the failure occurred. General wear and potential excessive force are expected to have contributed to the malfunction.

Event description:
After placement of the implant the surgeon felt a snap from the instrument. The instrument was removed from the surgical field and determined to have had its threaded tip broken off in the implants mating feature. After x-raying, it was determined that all pieces had been removed from the patient.